Manufacturer narrative:
Date of event:(B)(6) 2014.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the pain clinic records shows no revision performed on (B)(6) 2013. It must be the same procedure which was reported under MFR report #: 3006630150-2014-00287.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason.